Event description:
Discordant urea nitrogen (bun), creatine (crea), urate, total bilirubin (tbil), gamma -glutamyltransferase (ggt), alkaline phosphatase (alk phos), protein, glucose and immuno globulin (immuno glob) results were obtained on multiple patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate system. The repeated samples were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant bun, crea, urate, tbil, ggt, alk phos, protein, glucose and immuno glob results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data, the cse determined that the system mixers were loose. The cse replaced the system mixers and checked alignments. The cause of the discordant results is due to a malfunction of the system mixers. The cse verified that the system was properly functioning and successfully ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.